Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible syncope and a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). There were episodes of pacing inhibition and non-physiologic oversensing on electrograms. The lead detections were programmed off and the lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.